Event description:
At around 1510, while the surgeons were closing skin, the berchtold bed that was in trendelenburg suddenly unlocked without anyone touching the controls. They were able to lock the bed again after that.